Manufacturer narrative:
(B)(4). Approximate age of device: 3 days. The explanted device was returned to the manufacturer for evaluation. Although the pump was reportedly working as expected, and no pump related issues were reported, thrombus was found during the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the lumen of the inlet elbow revealed a non-laminated deposition situated on the textured blood-contacting surface. Similar depositions were found on the blades of the inlet stator, in the outlet stator, and on the outlet cone section of the rotor. Although specific causes for their development could not be conclusively determined, the deposition found in the inlet elbow appeared to have developed in this area, while the other depositions found in the evaluation likely originated from the elbow depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was implanted with the lvad on (B)(6) 2015 for dilated cardiomyopathy (etiology - steroid use) as destination therapy. The cardiologist reported that the patient had peripheral deep vein thrombosis in the legs and arms prior to surgery as confirmed by ultrasounds. The patient had known coagulation issues and was on an angiomax drip with an adequate partial thromboplastin time. On (B)(6) 2015 the circulatory support specialist was in the room when the patient went into went into ventricular tachycardia and had a seizure. The lvad was reported to be functioning properly with no active alarms. The cardiologist in the room suspected a left ventricle thrombus had dislodged. The surgeon reported that the patient had a deep vein thrombus that dislodged, traveled to the pulmonary artery causing the patient to have a cardiopulmonary arrest. The patient was placed on extracorporeal membrane oxygenation; however, resuscitation efforts were not successful. Review of the lvad data log file noted changes in the programmed pump speed which the pump tracked and operated as expected for each set speed selection. There were low flow events throughout the log file, which were reported to be patient related and the pump was maintaining the set speed throughout. The log file ended with pump stop commands that the system monitor received and the pump was disconnected. Upon evaluation of the returned pump, depositions were found.